Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, a temperature alarm occurred while the battery was charging. Customer will continue to use pump for insulin delivery. There was not adverse impact to the customers blood glucose level.